Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, after preparing the device and the surgeon tried to fire, but the device could not fire even the surgeon was able to press the green button but could not squeeze the handle. Surgeon opened a new reload and resection was able to be performed without problem. No patient injury.